Manufacturer narrative:
The device was evaluated by olympus. The evaluation found no image was produced due to a faulty charge coupled device (ccd). In addition, the evaluation found a kink on the cable and evidence that the cable was repaired by a 3rd party and a crack on the video connector. The investigation is ongoing and the definitive root cause of the ccd failure cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility returned the olympus, model otv-s7proh-hd-l08e, hd camera head to olympus for repair due to a report that the image was dark. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus. Upon inspection and testing of the returned device, it was determined the image did not appear due to failure of the charge coupled device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed no image due to a faulty charge-coupled device. The specific root cause of the faulty charge-coupled device could not be determined at this time. Olympus will continue to monitor field performance for this device.